Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the customer reported "failed downstream occlusion sensor test" was reproduced. The device was sent for downstream occlusion testing where a false downstream occlusion alarm occurred. A service history review revealed the device has been previously serviced for this same issue. The issue was not confirmed or reproduced during the last servicing however the force sensor scale factor was found out of range. Thus, the force sensor scale factor was calibrated. All service activities were completed and there is no indication that servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a tear in the force sensor flex which can cause false downstream occlusion alarms. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream (distal) occlusion sensor test. This occurred out of box in the biomed service department. There was no patient involvement. No additional information is available.